Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that they were in emergency room due to diabetic high blood glucose and dehydration on (B)(6) 2020 with blood glucose level was above 371 mg/dl. Customer had been in for 1 day but was still in the hospital. Customer experienced symptoms such as nausea. Customer¿s son was in the hospital due to going into diabetic ketoacidosis but the hospital took him off the insulin pump and they took the battery and when she tried it back on it said battery was out to the insulin pump to long. The customer was treated with manual injection and intravenous drip for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer¿s mother stopped troubleshooting and declined for high blood glucose and stated that insulin pump seem to be working fine. The insulin pump will not be returned for analysis.